Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead in segments returned and analyzed. Additional observations of defib conductor distorted and cut and lead damaged at implant.

Event description:
It was reported that during implant of the right ventricular lead, an active fixation device was chosen due to the patient's anatomy. During the procedure, the lead was possibly "kinked" while maneuvering into position and was potentially damaged. The lead impedances and capture thresholds measured high. The lead was attempted but not used and replaced with a new lead. There were no patient complications reported as a result of this event.